Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer did not have a backup therapy available and planned to contact their healthcare provider. Tandem technical support decided to replace the pump, ensured customer understanding of the steps required upon receiving the replacement, and provided instructions to return the defective pump.